Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comments that the output connectors were damaged. Analysis also noted that the hanger assembly was broken, the lower case was broken and the display wires were pinched with insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests.

Event description:
It was reported that both connectors on the external pulse generator (epg) were damaged. The epg was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.